Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported by the patients father, that the patient underwent surgery to remove an obstruction in his ureter. After his surgery, he was fitted with a bardia catheter; which was attached to a stent to secure the new opening created from his ureter into his bladder, for the purpose of draining and collecting urine. Four days after the surgery, the drainage pipe on his catheter snapped and broke off completely. The catheter and stent were removed 1 day earlier than intended, due to the breakage. It was also reported that the catheter balloon did not fully deflate, which prevented the facilitation of withdrawing the device without difficulty.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported by the patients father, that the patient underwent surgery to remove an obstruction in his ureter. After his surgery, he was fitted with a bardia catheter; which was attached to a stent to secure the new opening created from his ureter into his bladder, for the purpose of draining and collecting urine. Four days after the surgery, the drainage pipe on his catheter snapped and broke off completely. The catheter and stent were removed 1 day earlier than intended, due to the breakage. It was also reported that the catheter balloon did not fully deflate, which prevented the facilitation of withdrawing the device without difficulty.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported by the patients father, that the patient underwent surgery to remove an obstruction in his ureter. After his surgery, he was fitted with a bardia catheter; which was attached to a stent to secure the new opening created from his ureter into his bladder, for the purpose of draining and collecting urine. Four days after the surgery, the drainage pipe on his catheter snapped and broke off completely. The catheter and stent were removed 1 day earlier than intended, due to the breakage. It was also reported that the catheter balloon did not fully deflate, which prevented the facilitation of withdrawing the device without difficulty.

Manufacturer narrative:
The device was not returned for evaluation. The product code and lot number are unknown; therefore, the device history record and labeling could not be reviewed. Although the product family is unknown, the latex foley catheter product ifus are found to be adequate based on past reviews. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported by the patients father, that the patient underwent surgery to remove an obstruction in his ureter. After his surgery, he was fitted with a bardia catheter; which was attached to a stent to secure the new opening created from his ureter into his bladder, for the purpose of draining and collecting urine. Four days after the surgery, the drainage pipe on his catheter snapped and broke off completely. The catheter and stent were removed 1 day earlier than intended, due to the breakage. It was also reported that the catheter balloon did not fully deflate, which prevented the facilitation of withdrawing the device without difficulty.